Manufacturer narrative:
This event occurred in (B)(6). The suspect product was not returned.

Event description:
The customer complained of erroneous results when comparing their coaguchek xs meter with serial number (B)(4) to a coaguchek xs plus meter used in the surgery area of a facility. It was noted that 2 different vials of strips were used on each meter. The initial result from the coaguchek xs plus meter was 2.2 inr. The customer tested on their coaguchek xs meter 1-2 hours later and obtained a result of 3.2 inr. It was noted that the customer's meter memory shows a result of 3.3 inr on the day of the event. The customer (B)(4) ;therapeutic range is 2.5-3.5 inr. No adverse event occurred. The suspect product was requested for investigation. The lot number used by the customer was not provided. Retention test strips (lot 200781-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 23073480). No error messages occurred. Retention material complies with specification. The customer returned the meter. The test strips were not returned. The returned meter was measured with retention test strips (lot 200781-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). The returned customer material and retention material complies with specification.